Manufacturer narrative:
.

Event description:
Baxter reported from a sales representative in 2009 about a transfer set (batch: h08i16033) that separated from a titanium adapter the previous month. The transfer set was in place for 3 days. The patient has already been using the continuous ambulatory peritoneal dialysis therapy since 2008. The initial connection was made by hand and no difficulties were noted. The nurse connected the new transfer set three days prior to the event because peritonitis was diagnosed, could not give any indication about a cause for the disconnection. A follow up with the nurse indicated the peritonitis already existed before the titanium-connector separated from the transfer set. The patient had been treated with antibiotics for peritonitis. She mentioned that this was a well trained patient. A sample was available and will be sent for investigation.